Event description:
It was reported that a user experienced low glucose readings after switching their cgm from freestyle libre 3+ to dexcom g7, with concern that cgm target ranges were not adjusted, and the user-reported glucose was 43 mg/dl improving to 53 mg/dl by call end while treating with oral glucose and food. Symptoms included hypoglycemia without reported neuroglycopenic or autonomic symptoms. Outcomes included correction with oral carbohydrates and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemic episode remained unclear, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.